Event description:
An ultimum introducer was used for a radial procedure. The pt had previously undergone a percutaneous coronary intervention via radial approach. Following access and introduction of the sheath, the pt complained of pain and discomfort due to scar tissue, and additional lidocaine was administered. When the sheath was removed, the end of the procedure, it broke 1-2 cm distal to the hub. There was no stretching or elongation. Three-fourths of the sheath remained in the pt's arm and the site was bleeding. The sheath fragment was surgically removed using a forceps and the vessel was repaired. The surgeon reported that it was a very tight fit and the artery was stretched because of the sheath. Reportedly, there were no vessel spasms during the procedure. The pt is fine and is expected to make a full recovery.

Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of analysis an additional medwatch will be filed.